Manufacturer narrative:
There have been no additional reports of issues or malfunctions from the customer since receiving the allegation on 05/04/2016. This indicates that the replacement has resolved the issue that the customer was experiencing.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On 05/04/2016, merge healthcare was contacted regarding a camera not working correctly after a repair. Support reinstalled the driver for complete resolution. On 06/18/2016, follow-up information from the customer was received. According to the customer, the camera was not able to communicate properly due to a hardware failure. The system was replaced for complete resolution. The customer reported that patient care was affected because images were not able to be captured for three weeks. Due to eye station not performing its primary function of taking images of the eye for a period of time, there is a potential for a delay in diagnosis or treatment of a patient. There has been no indication of any direct patient harm or injury being reported as a result of this issue. (B)(4).